Manufacturer narrative:
The investigation determined that imprecise vitros dgxn (digoxin) results when processing a vitros tdm performance verifier (pv) control fluid on a vitros 5600 integrated system. The most likely assignable cause for the event is instrument related. Although no pre-service precision test to assess instrument performance was processed, acceptable vitros dgxn performance was obtained after the fe replaced the iwf pump and performed all associated adjustments and performance tests were completed.

Event description:
A customer obtained imprecise vitros dgxn (digoxin) results when processing a vitros tdm performance verifier (pv) control fluid on a vitros 5600 integrated system. Vitros tdm pviii lot e6508, vitros dgxn results 1.76 and 1.98 nmol/l vs. The range of means midpoint value/baseline mean of 3.17 nmol/l. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The imprecise vitros dgxn results were obtained from non-patient, pv fluids. However, the investigation cannot conclude that patient samples would not be affected if the event were to recur undetected. Ortho has not been made aware of any allegations of actual patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho).complaint numbers: (B)(4).